Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 4.00x24mm stent delivery system was returned for analysis. The crimped stent was examined and damage was noted. Strut 5 from the distal end of the stent was bent back in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion containing fibrous plaque was located in the severely tortuous and mildly calcified mid right coronary artery (rca). A 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the distal portion of the proximal rca. The device was removed from the patient's body and the tip of the stent struts was found to be lifted. The procedure was completed with another 4.00 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion containing fibrous plaque was located in the severely tortuous and mildly calcified mid right coronary artery (rca). A 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross the distal portion of the proximal rca. The device was removed from the patient's body and the tip of the stent struts was found to be lifted. The procedure was completed with another 4.00 x 24 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.